Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented for device change out. Externalized conductors were observed on the riata lead. No electrical anomalies were detected. The lead was capped.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.1-15.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 42.0-42.3cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 7.4-12.2cm from the distal tip. Internal insulation abrasion was noted at 7.9-8.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 32.5-33.7cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.